Manufacturer narrative:
Date of event: (B)(6) 2020. Date of this report: 18 jun 2020.

Event description:
The customer reported system not able to power on at all. It is unknown if device did have patient involvement at the time the issue was discovered, however, there was no patient or user harm reported.

Manufacturer narrative:
G4: 26jun2020. B4: 29jun2020. The customer indicated there were no fault codes when the issue occurred as the unit would not power on. The customer anticipates the unit was running on battery for so long that the battery depleted and was never able to hold a charge again. The customer replaced the battery and unit is fully functional. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.